Event description:
A nurse contact baxter to report a blood leak in the arterial line of the miniprime 8mm set that occurred during priming. The leak occurred near the red cap. The sample is available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the actual sample was evaluated and the defect was confirmed. The root cause of the defect was unable to be determined. A batch review was conducted and no issues were found. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.